Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 125 mcg/day; lot # unknown by the reporter) via an implanted pump. The indication for pump use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had a sudden increase in spasticity after a missed refill once the pump became empty in (B)(6) 2016. The pump likely reached 0 ml around (B)(6)-2016. It was noted that the patient was found to have viral meningitis around the same time that he missed the pump refill and the pump went empty. It was also noted that there was no information given or indication that the viral meningitis was related to the patient's devices or therapy. No interventions were reported. The patient's situation was being addressed by the hcp. They were planning to increase the drug concentration to 2000 mcg/ml and wanted to verify that a normal bridge should be done once the pump was refilled as the pump had been empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.